Event description:
Account reported that all cases were completed fine, except one that experienced a corneal burn that required stitching. They also claim they are hearing more than normal noises from the peristaltic pump and weak vacuum.

Manufacturer narrative:
Date of return to manufacturer has been provided. Concomitant medical product has been provided. Initial reported was changed to a surgeon's name as initial reporter: dr. (B)(6). Device code has been provided due to additional information received. Date of manufacturer has been provided. Placeholder.

Manufacturer narrative:
Returned to manufacturer was provided in the 1st follow up. The date reported is incorrect as the unit was not returned to the manufacturer but repaired and returned at location site. Placeholder.

Manufacturer narrative:
For follow up #1, the type of follow up was not provided. The type that should have been selected should have been correction. A date was provided in follow up#1 for device available for evaluation section. The date provided in follow up#1 was incorrect as to the device was not returned to manufacturer. Date aware by manufacturer was not provided in follow up#1 and follow up#2. The date for follow up#1 is 07/28/2014. The date for follow up#2 is 07/29/2014. The manufacturer report number should have been (B)(4). Placeholder.

Event description:
In addition to the adverse event, the customer reported one of the surgeons¿ had reported a weak vacuum during irrigation and aspiration mode when using the venturi pump. Furthermore, the clinic reported the site turned off the unit in between procedures, when the clinic attempted to power on the unit, the unit went into a safe state inoperable mode displaying an ih timeout error. The customer made a decision to not to attempt to use the unit again until service was performed.

Manufacturer narrative:
(B)(4). Field service specialist (fss) visited account after the event. Verified customer is using new design tubing pack lot# cm00664. Fss was able to confirm the fluidics assembly was making noise and replaced it. Performed 2013 preventive maintenance and system passed and is per abbott medical optics specifications. Also verified handpiece e205517 as was found good.